Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a yeast infection under the lifevest equipment. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed an anti-fungal cream for the skin infection. Outcome of the irritation is unknown.